Event description:
A cv232sre iol was explanted due to "internal crack" in the device. The report from the surgeon states that the device implanted in the left eye of a pt in 2003, has since opacified. The device was explanted & replaced in 2004 with excellent prognosis. No further information is available at this time.